Event description:
It was reported that the customer had a no delivery alarm during prime. Customer's blood glucose level was 6.3 mmol/l. Customer explained that the cause was generally the needle not penetrating into the reservoir. Customer had to remove the reservoir as she was already disconnected from the site and reconnected the tubing. Customer had to push manually first and insulin went into the tubing. Customer was able to prime. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.